Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Medwatch with identifier (B)(6) is mobile system, medwatch with identifier (B)(6) is aviva system.

Event description:
Caller reported mobile showed a value of 270 mg/dl and within 10 minutes aviva connect was 77 mg/dl. No adverse event was reported. A request was made for the return of the meter and strips.